Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise and oversensing on the right atrial (ra) and right ventricular (rv) channels. Additionally, there was suspected loss of capture (loc) on the ra channel. Technical services (ts) recommended further evaluation of this system. This ra lead remains in service and no adverse patient effects were reported.